Event description:
Customer called (B)(6) 2010 to report that the machine would not power on. No pt or operator injury was reported.

Manufacturer narrative:
Customer called to report that the machine would not power on. No pt or operator injury was reported. The reported problem could not be verified. Fluid ingress was detached. During the evaluation a fluid ingress was discovered. This would cause damage to the electronics ultimately triggering the machine not to power on.